Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to blurry vision at all distances, glare, intolerance to multifocal, vitrectomy performed (ppv - pars plana vitrectomy) and biom (binocular indirect ophthalmomicroscope - for non-contact wide-angle vitreous surgery). The explanted iol was replaced with a diu150, +22.5diopter power iol. Patient outcome good. No patient injury. It was noted that the suspect iol is not returning for evaluation. No other information was provided.

Manufacturer narrative:
Section a4: unknown/ not provided. Device evaluation: product evaluation was not performed because the product has not been received. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jun 7, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection revealed that the complaint lens was receive cut into two pieces. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be observed. Based on the return condition of the lens, no further product evaluation could be performed. No handpiece was received as part of this return. The complaint issues reported were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.